Event description:
In 5/2004, the pt reportedly experienced poor sound quality. The pt reportedly was seen at the center for eval. Testing performed revealed electrode impedances were out of normal range. In 6/2004, the pt was seen by a co rep. Testing peformed confirmed out of range impedances. In 6/2004, the surgeon performed a procedure in which he injected saline solution into the pt's cochlea to eliminate the air pockets, eight days later, the pt was seen at the center. Testing performed confirmed all electrode impedances were within normal range. About three weeks later, the pt reportedly experienced a decrease in sound quality. The pt was seen at the center. Testing performed revealed electrode impedances were out of normal range. In 9/2004, revsion surgery was performed. The surgeon removed the electrode array from the cochlea and reinserted in the same cochlea. Following this procedure, electrode impedances were within normal range for all but three electrodes. The pt's device remains implanted.